Manufacturer narrative:
Date of event: exact date unknown, event occurred in the year 2019. Explant date: explanted in 2019.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.